Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture and exchange of textured breast implants due to concern with the product. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and device appearance (observed 40 mm dark patch edge material inside gel device). Weight measurement identified the device was underweight. A microscopic analysis was performed which identified two sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening and a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported bilateral rupture and exchange of textured breast implants due to concern with the product. Device has been explanted. This record is for the left side.